Manufacturer narrative:
The system console device has received for evaluation. Upon completion of the evaluation, a supplemental report will be sent. (B)(4).

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The device was tested and passed all manufacturing specifications. Therefore, the reported condition could not be confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
Report received from the USA stating that during an ear, nose, and throat surgery the system console "displayed an e8 error message; the device would not recognize the hand piece." There was no delay to surgery. There was a spare identical system console available for use. There were no injuries or medical intervention reported. There was no additional information provided.